Manufacturer narrative:
An event regarding dislocation involving a triathlon baseplate was reported. The event was confirmed. Device evaluation not performed as no items were returned as the devices remain implanted in the patient. Device history review indicated that there have been no reported discrepancies for the referenced lot. Complaint history review indicated that there have been no other events for the referenced lot. Root cause for instability in the knee arthroplasty to cause dislocation has been procedure-related with regard to tibial component position and excessively low level of bone resection which renders the pcl ineffective for cr types of components with further contribution towards overload and instability by secondary procedure-related factors of varus position of the tibial component and a patient-related factor of morbid obesity. No evidence for device-related factors in this case. This case is not device-related. The results of the investigation indicate that the surgical protocol was not followed. Review of x-rays and medical records by a consulting clinician indicates the root cause of dislocation is procedure-related with regard to tibial component position excessively low level of bone resection. Secondary root causes of dislocation are procedure-related factors of varus position and the patient factor of morbid obesity. The reported event is not device-related. No further investigation for this event is possible at this time. If devices and / or additional information become available, this investigation will be reopened. Device remains implanted.

Event description:
The clinical researcher reported tht the patient, who is participating in a clinical trial, was admitted to hospital on (B)(6) 2008. The clinical researcher reported that the patient attempted to stand from the toilet and felt their knee give way. The patient underwent an x-ray which confirmed a posterior dislocation of the left total knee replacement. The clinical researcher reported that this was manipulated and reduced in casualty. The clinical researcher added that a brace was applied to the patient's knee with the knee locked at 30 degrees. The patient was kept non-weight bearing and referred for physiotherapy.

Event description:
The clinical researcher reported tht the patient, who is participating in a clinical trial, was admitted to hospital on (B)(6) 2008. The clinical researcher reported that the patient attempted to stand from the toilet and felt their knee give way. The patient underwent an x-ray which confirmed a posterior dislocation of the left total knee replacement. The clinical researcher reported that this was manipulated and reduced in casualty. The clinical researcher added that a brace was applied to the patient's knee with the knee locked at 30 degrees. The patient was kept non-weight bearing and referred for physiotherapy.

Manufacturer narrative:
An event regarding dislocation involving a triathlon baseplate was reported. The event was confirmed. Device evaluation not performed as no items were returned as the devices remain implanted in the patient. Device history review indicated that there have been no reported discrepancies for the referenced lot. Complaint history review indicated that there have been no other events for the referenced lot. Root cause for instability in the knee arthroplasty to cause dislocation has been procedure-related with regard to tibial component position and excessively low level of bone resection which renders the pcl ineffective for cr types of components with further contribution towards overload and instability by secondary procedure-related factors of varus position of the tibial component and a patient-related factor of morbid obesity. No evidence for device-related factors in this case. This case is not device-related. The results of the investigation indicate that the surgical protocol was not followed. Review of x-rays and medical records by a consulting clinician indicates the root cause of dislocation is procedure-related with regard to tibial component position excessively low level of bone resection. Secondary root causes of dislocation are procedure-related factors of varus position and the patient factor of morbid obesity. The reported event is not device-related. No further investigation for this event is possible at this time. If devices and / or additional information become available, this investigation will be reopened.